Event description:
It was reported that the insulin gauge was inaccurate, reading incorrectly that there was no insulin in the cartridge requiring a cartridge change to resolve the issue. There was no adverse impact to the customer's blood glucose level. Customer continued using the pump for insulin therapy.